Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 18, 2020 that a wallflex colonic stent was to be implanted to treat a 6-8 cm malignant tumor in the sigmoid colon during a colonic stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed successfully; however, part of the stent got stuck in the scope or the delivery catheter. Reportedly, the stent was removed along with the scope and delivery catheter. The procedure was not completed due to availability of another stent. The procedure was rescheduled and completed the next day with another wallflex colonic stent. There were no patient complications reported as a result of this event.